Manufacturer narrative:
The customer did not return the device for evaluation; however a field service engineer (fse) went on site to evaluate and repair the defective device. The blank screen was not observed by the fse during the evaluation. The main board was replaced to prevent possible future recurrence. The device went through all calibration and verification testing with no issues.

Event description:
It was reported that during use, the device's screen went black. The device was still ventilating and alarming and the screen was asking for a password. The device was swapped out with no harm to the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.